Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during percutaneous transluminal coronary angioplasty (ptca), a vessel dissection occurred. The 70% stenosed lesion being treated was located in the right coronary artery (rca). The physician deployed a 3.0x15 promus drug eluting stent, inflated to 16atm for 20 seconds. Multiple balloon inflations were made with a 2.5x10mm non-bsc balloon, inflated to 14-20atm for 5-10 seconds. The physician attempted to place a 3.0x28 promus stent, but was unable to cross the lesion. Additional balloon inflations were made with a 3.0x12 quantum maverick balloon, inflated to 14-20atm for 10-15 seconds. The physician attempted to place another 3.0x28 promus stent, but was unable to cross the lesion. A 'little bit of a dissection' occurred in the process. Then the physician was able to deploy three 3.0x12mm promus stents. The fourth 3.0x12 promus stent was unable to cross the lesion. Additional balloon inflations were made with a 3.0x12mm quantum balloon, inflated to 20-22 atm for 10 seconds. A 3.0x12 non-bsc stent was deployed. Then the stents were post dilated, multiple times, with a non-bsc balloon. The stents overlapped, backing all the way up into the proximal rca, to cover the lesion and wind up with a very nice looking final result. Patient status reported as "ok".